Event description:
--

Event description:
Boston scientific received information that during a normal device replacement procedure, when the new system was implanted on the left side, while disconnecting this right ventricular (rv) lead from the device, the lead body separated from the terminal pin into two pieces. The patient's right sided pocket was temporarily closed, a new system was implanted on the left side, and then the physician went back to the right side and this rv lead was surgically capped and abandoned. The portion of the lead that separated from the terminal pin was cut from the lead body and was sent to the pathology department at the hospital. It was noted that the portion of lead would be returned after being cleared from the hospital. No adverse patient effects were reported. The portion of lead was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a 70 millimeter (mm) proximal segment was returned. The inner coil was exposed 55 to 70 mm from the terminal pin. The anode ring was separated from the terminal pin at 10 mm. The polyurethane insulation was discolored at 50 mm from the terminal pin and there were multiple cracks noted through out the insulation. The insulation was torn at 53 and 55 mm from the terminal pin. No further testing was performed.